Event description:
Event description cpi received information that an invasive procedure was performed, one day after implant of this bipolar lead (4285), it was replaced with another lead (4441) due to the (4285) not staying in place.